Event description:
The y-site connector broke at luer lock part connected to patient. No harm to patient and no delays in care. Device is a mini biguse 2 to 1 adminsitration set- smiths medical. Ref (B)(4). Manufacturer response for y-site administration set, mini bifuse 2 to 1 adminsitration set (per site reporter): the manufacturer is investigating.